Manufacturer narrative:
(B)(6). Two (2) photos were returned for investigation. Observed leakage past the stopper from the returned photos. No samples were returned for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when drawing medication, the 10 ml bd plastipak¿ syringe, luer-lok¿ leaked. There was no report of exposure, injury or medical interventions.